Event description:
Customer reported a small fire with the 15 year old peripro iii device. It started smoking at the dryer end then progressed into flames. No service or maintenance has been done recently. Fire department and police arrived which was triggered by the alarm. There were no reports of injury. No other damages were reported other than the unit.